Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Are related to the same incident.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure and white residue was found in the coolflow tubing. While the tubing was being set up prior to the procedure, it was noted that there was white residue in two separate locations. The tubing was removed from circulation, and the procedure was completed with no patient consequences. Foreign material found inside the coolflow tubing can dislodge and cause embolism or stroke. As a result, this issue is MDR reportable.